Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error alarm, as well as several other error alarms. The blood glucose reading was not provided. The call was disconnected before further details were noted. Nothing further reported.